Event description:
Customer called to report issues with the insulin pump picking up the sensor. Customer stated that the pump is not communicating with the transmitter. Customer stated that the insulin pump was exposed to moisture. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Product is being sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.